Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample was tested with biotestcell 1&2 on tango optimo. The customer stated the tango optimo interpreted the screen result as negative, but visually one cell (cell #2) looked not as expected. By the panel using gel technique an anti-k was identified. The screen on tango optimo was re-run and cell 2 looked different and not clearly positive. When panel was performed on the tango optimo the antibody reacted positive only with the k homozygous cell. The customer did return three patient samples and also the supposedly defective product for further investigation. Our quality control laboratory tested the patient samples with the biotest 1&2 sample returned by the customer and yielded correct results. The reaction strength was weak positive. The patient samples were also tested with the qc laboratory's retained sample and yielded weak positive respectively one negative result. The patient samples were also tested in 3-phase tube technique and additionally in gelcard technique and yielded negative results. These test results strongly suggest that the anti-k is a weak reacting antibody. The section limitations of the instruction for use contains : "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The biotestcell 1&2 sample returned by the customer as well as the qc laboratory's retained sample were tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer with no indication for a malfunction.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample was tested with biotest cell 1&2 on tango optimo. The customer stated the tango optimo interpreted the screen result as negative, but visually one cell looked not as expected. By the panel using gel technique an anti-k was identified. The screen on tango optimo was re-run and cell 2 looked different and not clearly positive. When panel was performed on the tango optimo the antibody reacted positive only with the k homozygous cell. The customer did return the patient sample that had caused a false negative test result and also the supposedly defective product for further investigation. Testing in our quality control laboratory is still ongoing. The affected tango optimo was inspected by a field service engineer with no indication for a malfunction.